Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging bent test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014). The patient¿s test strips have been returned on 06/10/14 and evaluated by lifescan product analysis on 07/07/14 with the following findings:the test strips involved with this complaint failed testing. Test strips were bent during slitting and vialing. In addition it was found that the test strips were stuck together due to not being cut properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.